Manufacturer narrative:
The device has not been returned for evaluation; however, medical records were provided and reviewed. Therefore, the investigation is confirmed for the perforation of the ivc walls. However, the investigation is inconclusive for the retrieval difficulties. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced difficult to remove and patient device interaction problem. This information was received from one source. The difficulty to remove and patient device interaction problem involved one patient with no patient consequence. The patient was (B)(6) years old, weighted (B)(6) lbs, and was male.